Manufacturer narrative:
Updated fields: b4, d9, e1-event site email, e2, e3, g3, g6, h2, h3, h6(health effect - clinical, health effect ¿ impact codes, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10. Additional initial reporter name: (B)(6). A getinge field service engineer checked the unit and confirmed message due for calibration appeared. Fse calibrated the battery and unit passed. Device passed all functional and safety tests according to factory specifications. Device was returned to customer is unknown.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an battery maintenance issue during pre use check and the message due for calibration appeared. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as battery maintenance.